Event description:
It was reported by the customer that their insulin pump was keypad was unresponsive to user input. Customer stated they removed and replaced the batteries but it did not resolve the issue. Customer also stated they do not recall any significant events that lead to the issue or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 108 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked battery tube threads, reservoir tube lip and minor scratches on lcd window.